Manufacturer narrative:
(B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for severed tubing with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: CAPA (B)(4) has been initiated to determine root cause and implement corrective actions in order to reduce/mitigate further occurrence of this issue.

Event description:
It was reported that blood leaked from the tube of the bd vacutainer® pbbcs with pre-attached holder. No serious injury or medical intervention reported.